Manufacturer narrative:
The reported event of a display error was confirmed on the returned controller, con101748. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual examination but failed functional testing as it was unable to communicate to a monitor, unable to register commands from the front display push buttons and was unable to register an alarm adapter connected to the serial port. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals. As a result, the most likely root cause of the reported event can be attributed to a faulty user interface controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. Other devices involved in this event: battery/unk-battery, battery/unk-battery. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient unplugged the battery to connect to wall power. It was at that time, when she unplugged the battery that her screen went blank and the sirens went off. She states that the audible alarms went off immediately but when she looked down at her controller there were no lights at all and the screen was blank. There was no power indicator with the batteries and the triangle was not lighting up as well. Therefore her husband and she changed out the controller. Patient states that she has been having battery issues that she describes as "continuously noticing a low battery alarm. When looking down she see the orange lights that indicate she should be changing her batteries. When she checks the batteries gage they still show 75% charge". She feels this is happening more and more and on (B)(6) 2016 it happened 10 times. It was stated that there were no effects on the patient during the event and the controller exchange. No additional information available.